Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope got washed with no caps on. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope got washed with no caps on. The issue occurred during reprocessing. There were no reports of patient involvement.